Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2mg/ml bupivacaine at a dose of 0.2mg/day, and 1mg/ml dilaudid at 0.1mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a history of difficulty with healing so since they had the pump implanted the hcp had been keeping an eye on the incision site. On (B)(6) 2018 the hcp performed a minor procedure to clean up a small spot on the incision that wasn't healing as expected. The tissue was removed and resutured. It was reported that the patient was getting wonderful efficacy from the pump. It was reported that the patient had no symptoms of infection and the situation was resolved. No further complications were anticipated/reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacture representative (rep) indicated the patient was examined, on (B)(6) 2018, and a seroma at the right pump pocket was noted. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The incisional site/device tract was the pump pocket. Other surgical intervention was performed, on (B)(6) 2018, and the right pump pocket was aspirated. On (B)(6) 2018 the patient's was in for a wound check of the pump pocket incision. The medical aspect of the incision had a fluid protrusion that was slowly leaking serous fluid. Laboratory testing was done on (B)(6) 2018 and was normal. Interventions included repositioning of the catheter on (B)(6) 2018 where they connected the sutureless connector segment/pump segment to the spinal catheter using the clear boot and pin connector. They attached the sutureless connector to the pump. On (B)(6) 2018 clinical examination revealed evidence for fluid collection at the pump site. Laboratory testing was done on (B)(6) 2018 and revealed gram positive; staph. Interventions included the entire system was explanted/not replaced on (B)(6) 2018 (also stated as end of (B)(6) 2018 to early part of (B)(6) 2018) due to incomplete wound healing. The device disposition was disposed of according to biohazard instructions. The outcome of the event resolved without sequalae on (B)(6) 2018. The clinical diagnosis was seroma, pump and possible infection at the pump site. The event date was (B)(6) 2018. It was noted on (B)(6) 2018 that the patient was having a new pump and catheter put in. No further complications were reported.

Manufacturer narrative:
H6: conclusion code 92 no longer applies and instead conclusion code 67 applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.